Event description:
Caller reported a malfunction on the pump, identified as "malf 0", which was resettable and resolved with assistance from technical support. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump after receiving instructions on how to reset it and was advised to call back if the issue recurred.